Manufacturer narrative:
Block b3: exact date unknown, event occurred greater than ten years prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended causing the patient to experience inadequate stimulation. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: exact date unknown, event occurred greater than ten years prior to the date the manufacturer became aware. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended causing the patient to experience inadequate stimulation. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.